Event description:
It was reported that during a laparoscopic hepatectomy procedure, the jaws could not be opened at the 5th firing before approaching the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.